Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that there is a hole in the syringe. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 35 unit marking t the flange. Unable to perform DHR check for syringe damaged (hole) due to unknown lot number. Visual inspection of the syringe found a large part of the barrel missing from the 35 scale mark to just under the flange. There was a crack from the broken area to the 15 scale mark. There was no damage to the plunger that was exposed. There was some damage to one side of the leading edge of the stopper. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. The printed barrels are then conveyed to the assembly operation which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. The batch number is unknown so the DHR, quality notifications, and maintenance dispatches cannot be reviewed to determine a root cause for this defect. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp experienced a failure to contain medication prior to use. The following information was provided by the initial reporter: customer reported that a hole in the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp experienced a failure to contain medication prior to use. The following information was provided by the initial reporter: customer reported that a hole in the syringe.